Event description:
It was reported that in (B)(6) 2011, the patient had an acute myocardial infarction and was treated with one promus stent implanted at 10 atmospheres in the left anterior descending coronary artery (lad). On (B)(6) 2013, the patient experienced another acute myocardial infarction and was found to have thrombosis on the proximal segment of the promus stent. The patient was treated with an aspiration catheter and the implantation of a promus element plus stent at 11 atmospheres. Reportedly, the patient had discontinued his dual anti-platelet medication therapy for the last three weeks before the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). Estimated implant date (reported as (B)(4) 2011). There was no reported product deficiency and the product was not returned. The reported patient effects of thrombosis and myocardial infarction, as listed in the electronic promus instructions for use, are known adverse events associated with percutaneous coronary and treatment procedures including coronary stent use in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.